Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had unexplained blood glucose reading result over 500 mg/dl and was hospitalized. On (B)(6) 2013, the patient fell in the bathroom and remained there on the floor for at least one day before she was taken to the hospital. The patient attributed her fall to the knee injury. The patient could not provide any blood glucose prior to the incident. There were no symptoms during the hyperglycemic episode. Reportedly, her friend found her on the bathroom floor and called the ambulance at the time of concern. The hospital treated the patient with IV insulin drip and was released from the hospital on insulin pump therapy. Troubleshooting indicated that the date and time, basal setting, advance features were programmed accordingly. The bolus and total daily dose were accounted for. The patient did not take any bolus insulin on (B)(6) 2013. There was no product malfunction associated with the reported incident. This complaint is being reported because the patient was treated for hyperglycemia while on insulin pump therapy. Although there was no indication the animas products malfunctioned, use error and intentional misuse could not rule out as a contributor the reported incident.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed the last basal delivery and bolus were recorded on (B)(4) 2013. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no related alarms in the history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.